Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized due to high blood glucose levels. The reported blood glucose reading was 540 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime test, but the caller was unable to conduct the high pressure test at the time of the call. Advised the caller to call back to continue troubleshooting when possible. Nothing further was reported.